Event description:
During preparation for a procedure, the physician noted a leak at the proximal end of the 5maxace reperfusion catheter. The catheter was not used to treat the patient and had no patient contact.

Manufacturer narrative:
Conclusion code 68: the device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the 5maxace catheter is fractured approximately 1.0 cm from the hub underneath the hypo-tube. The catheter is also ovalized approximately 17.5 cm and kinked 22.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The compliant indicates that a leak in the proximal end of the 5maxace catheter was discovered during the preparing and flushing. Evaluation of the returned device confirmed a fracture in the catheter approximately 1.0 cm from the hub. In addition, the 5maxace catheter was ovalized approximately 17.5 cm and kinked approximately 22.0 cm from the distal tip; this damage was likely the result of handling and was not described in the complaint. This damage was likely caused by improper handling of the device when attempting to remove it from the packaging hoop. If the proximal end of the catheter is torqued or bent at an angle during removal, the catheter shaft may stretch and fracture in these areas. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.